Event description:
On (B)(6) 2010, the pt called to report her skin is having a reaction to the electrodes. She reported her skin was blistering. Attempts at communication on (B)(6) 2010 were unsuccessful. Communication was established on (B)(6) 2010, and the pt was interviewed. The pt reported she was using meditrace electrodes. She prepared her skin by cleansing with soap and water prior to electrode placement. She reported changing the electrodes every 3 days, and removing them prior to showering/bathing by gently tugging without warm water. She reported replacing the electrodes on top of the same location. The pt reported she had blister and scars the size of the electrodes under the red and black electrodes. The area under the other electrodes was red, but no blisters developed. At the time of the interview, the pt reported the irritation was healed with scars still present. The pt was seen by her primary care physician and was prescribed bacitracin.

Manufacturer narrative:
The device is currently undergoing preliminary in-house testing. It will be shipped to the MFR, cardguard, upon completion. Associated accessory device: act monitor. Model # com001. Serial # (B)(4).